Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
User facility medwatch (B)(4) received. Event description: total hip replacement in 2007. Started having pain and difficulty walking the last 6 months. Noticed extreme fatigue, and feeling is not right with regards to how my hip used to feel compared to the way it feels now.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.